Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issue with insulin pump. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states the insulin pump was turn on, but it had battery out limit alarm and customer was unable to clear it due to esc, act, or both buttons were not working. Customer stated that there was condensation under the screen, visible water inside the casing of the insulin pump and insulin pump was dropped and had crack in the casing of the screen at the corner and extends part way around the insulin pump. Customer states the time was advances. Customer reports there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test or verify button/keypad anomaly or failed battery test alarm due to blank display. Device had cracked lcd window, cracked case at display window corners.